Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully.

Event description:
Patient experienced hyperglycemia of 398 mg/dl on (B)(6) 2013. She was unable to correct her blood glucose using the infusion device, and she delivered insulin via syringe. She reported the piston rod does not function correctly; the motor can be heard but the piston rod does not move. The infusion device did not display an e6 mechanical or e4 occlusion error. She rewound the piston rod several times and it began to function again. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.